Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for withdraw difficulties because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the sheath encountered resistance during removal from the calcified vessel and damaged the sheath in the process. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a right groin access with 6 fr sheath (rss602). Access was obtained without difficulty, single stick. Percutaneous transluminal angioplasty (pta) of the left superficial femoral artery (sfa) performed and transferred to recovery. When time for removal of sheath post procedure, there were unable to remove sheath without dilator for manual pressure. Transferred patient to procedure room. Multiple groin shots performed no issues or complications noted. Advanced a dilator, sheath removed with some resistance, manual pressure applied, and tear/nick noted on sheath. Surgeon consulted for opinion and no intervention was required. The vessel was calcified. Groin site and patient both stable. Patient was in stable condition. The procedure outcome was successful.